Event description:
It was reported the patient experienced a lack of efficacy; "pain relief not as expected". A dye study was performed; they were not able to aspirate the catheter. A catheter revision was planned. Per hcp, they were planning to switch the drug to hydromorphone get a little more pain relief. The pump was delivering morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model# 8835, serial# (B)(4), catheter model# 8709sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: unk. (B)(4).